Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the operator fixed and retracted the delivery system to release the stent for 5cm; however, the stent was stuck and couldn't be released any further. Multiple attempts to release the stet were made but were unsuccessful. A non-cordis sheath was used for this procedure and was used to sleeve the partially deployed stent and remove it from the patient. The stent was released outside of the patient. A 5mm x 150mm non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 90% superficial femoral artery (sfa) occlusion which had moderate calcification and mild tortuosity. A 5mm saber percutaneous transluminal angioplasty (pta) balloon catheter was used to pre-dilate the lesion. The device was stored and prepped per the instructions for use (IFU). The smart flex delivery system was flushed through the guidewire lumen as well as the stent lumen during preparation. The device was held flat and straight during its use. The device will be returned for evaluation.

Event description:
As reported, when using a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the operator fixed and retracted the delivery system to release the stent for 5cm; however, the stent was stuck and couldn¿t be released any further. Multiple attempts to release the stet were made but were unsuccessful. A non-cordis sheath was used for this procedure and was used to sleeve the partially deployed stent and remove it from the patient. The stent was released outside of the patient. A 5mm x 150mm non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 90% superficial femoral artery (sfa) occlusion which had moderate calcification and mild tortuosity. A 5mm saber percutaneous transluminal angioplasty (pta) balloon catheter was used to pre-dilate the lesion. The device was stored and prepped per the instructions for use (IFU). The smart flex delivery system was flushed through the guidewire lumen as well as the stent lumen during preparation. The device was held flat and straight during its use. The delivery system was not separated when removed from the patient. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when using a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the operator fixed and retracted the delivery system to release the stent for 5cm; however, the stent was stuck and couldn¿t be released any further. Multiple attempts to release the stet were made but were unsuccessful. A non-cordis sheath was used for this procedure and was used to sleeve the partially deployed stent and remove it from the patient. The stent was released outside of the patient. A 5mm x 150mm non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 90% superficial femoral artery (sfa) occlusion which had moderate calcification and mild tortuosity. A 5mm saber percutaneous transluminal angioplasty (pta) balloon catheter was used to pre-dilate the lesion. The device was stored and prepped per the instructions for use (IFU). The smart flex delivery system was flushed through the guidewire lumen as well as the stent lumen during preparation. The device was held flat and straight during its use. The delivery system was not separated when removed from the patient. The device was then returned for analysis. ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, a kinked condition was noted 11cm away from distal portion of the hub along with a fully separated condition of the outer sheath. The stent was partially deployed and appears the separation of the outer sheath resulted from this unsuccessful deployment attempt. A functional analysis was attempted; however, the condition of the received unit compromised the flushing and deployment mechanisms. The outer sheath was fully separated, resulting in a leak at the distal end of the valve and impeding the stent deployment mechanism. A microscopic analysis of the separated section of the outer sheath revealed plastic deformations on the separation borders, indicating that the material was subjected to rough handling, possibly resulting in tensile overload. Additionally, the stent body was examined, and no anomalies or damages related to the reported event were identified. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed during analysis of the returned device. Additionally, subsequent findings of an outer sheath separation were observed. However, the exact causes cannot be determined. The device was received with the stent partially deployed and a separation of the outer sheath was noted. Plastic deformations were noted on the separated edge of the outer sheath suggesting the device may have been induced to a tensile force that exceeded the material yield strength prior to the separation. Based on the information available for review, it is likely handling, vessel characteristics and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is felt during retraction of the outer sheath (1), do not force deployment. Carefully withdraw the stent system without deploying the stent. 13. Under fluoroscopic guidance, withdraw the entire delivery system as one unit, over the guidewire while keeping the guidewire in position, and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit. 14. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. 15. When clinically appropriate, remove the guidewire, sheath, and any other accessory equipment from the body and achieve hemostasis of the access site.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.